Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of a 5.1 cm abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unknown. An aortic extender cuff was implanted in 2000, and coil embolization of two right iliolumbar arteries was performed on an unknown date. A CT scan performed in april 2001 demonstrated a persistent type ii endoleak with no evidence of proximal or distal endoleak. In october 2003, angiography demonstrated a minimal type I endoleak at the proximal aortic cuff. There was expansion of the infrarenal neck and minimal inferior movement of the aortic cuff that the physician states could have been the result of continuing aneurysmal change at the neck. The aneurysm neck was reported to have increased in diameter for 27-28 mm to 29-30 mm with aneurysm expansion to 6.0 mm in diameter. The earlier type ii endoleak was reported to be resolved. The patient was reported to be asymptomatic. Is was reported that the patient would be monitored. The patient is reported to be fine.